Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transcutaneous vertebroplasty spinal therapy for primary osteoporosis(compression fracture). It was reported that balloon rupture occurred during balloon expansion. Since the cement had already been mixed and filled into the bfd, the cement hardened by the time the balloon was expanded again, resulting in the need to open two kits in total there was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for part # kex152eb; lot # 229224534 visual and optical inspection revealed the tip of the balloon has been damaged. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.